Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was unable to close. A field service engineer spoke to the customer and was informed that the issues had been resolved after customer removed items that had fallen behind the drawers, and after further inspection the fse found liquid spilled on the controller board, replaced it with a new controller board, and confirmed that the main matrix drawer 6 detection issue was fully resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 could not be closed due to vials obstructing in drawer 6 on the way., and drawer 6 was not opening.however, there were no delays or adverse events or injuries reported based on this event.